Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), device expulsion and embedded device ("only one coil could be found / she subsequently discovered that the other coil had migrated from the fallopian tube and was embedded in her uterus") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), back pain ("back pain"), abdominal pain ("abdominal pain"), abdominal distension ("excessive abdominal bloating"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), tooth disorder ("excessive dental issues"), abnormal weight gain ("excessive weight gain"), rash ("frequent rashes"), device expulsion (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated two surgeries (removal of essure coils in (B)(6) 2017 and surgery to remove her remaining essure in (B)(6) 2017). Essure (ess205) was removed. At the time of the report, the pelvic pain, menorrhagia, back pain, abdominal pain, abdominal distension, dyspareunia, alopecia, tooth disorder, abnormal weight gain, rash, device expulsion and embedded device outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, device expulsion, dyspareunia, embedded device, menorrhagia, pelvic pain, rash and tooth disorder to be related to essure (ess205). The reporter commented: she never experienced these conditions prior to undergoing the essure procedure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('only one coil could be found / she subsequently discovered that the other coil had migrated from the fallopian tube and was embedded in her uterus'), device expulsion ('only one coil could be found / she subsequently discovered that the other coil had migrated from the fallopian tube and was embedded in her uterus'), uterine perforation ('right tubal implant protruding from uterine cornua') and pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), back pain ("back pain"), abdominal pain ("abdominal pain"), abdominal distension ("excessive abdominal bloating"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), tooth disorder ("excessive dental issues"), abnormal weight gain ("excessive weight gain") and rash ("frequent rashes"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of essure coils in (B)(6) 2017 and surgery to remove her remaining essure in (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, uterine perforation, pelvic pain, menorrhagia, back pain, abdominal pain, abdominal distension, dyspareunia, alopecia, tooth disorder, abnormal weight gain and rash outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, device expulsion, dyspareunia, embedded device, menorrhagia, pelvic pain, rash, tooth disorder and uterine perforation to be related to essure (ess205). The reporter commented: she never experienced these conditions prior to undergoing the essure procedure. Discrepancy noted: the removal details as per mr is (B)(6) 2017. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: pelvic pain, device dislocation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('only one coil could be found / she subsequently discovered that the other coil had migrated from the fallopian tube and was embedded in her uterus'), device expulsion ('only one coil could be found / she subsequently discovered that the other coil had migrated from the fallopian tube and was embedded in her uterus'), uterine perforation ('right tubal implant protruding from uterine cornua') and pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), back pain ("back pain"), abdominal pain ("abdominal pain"), abdominal distension ("excessive abdominal bloating"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), tooth disorder ("excessive dental issues"), abnormal weight gain ("excessive weight gain") and rash ("frequent rashes"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of essure coils in (B)(6) 2017 and surgery to remove her remaining essure in (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, uterine perforation, pelvic pain, menorrhagia, back pain, abdominal pain, abdominal distension, dyspareunia, alopecia, tooth disorder, abnormal weight gain and rash outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, device expulsion, dyspareunia, embedded device, menorrhagia, pelvic pain, rash, tooth disorder and uterine perforation to be related to essure (ess205). The reporter commented: she never experienced these conditions prior to undergoing the essure procedure. Discrepancy noted: the removal details as per mr is (B)(6) 2017. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: pelvic pain, device dislocation. Most recent follow-up information incorporated above includes: on 22-feb-2021: mr received. Reporter information, auto-narrative supplement , event: "right tubal implant protruding from uterine cornua" added and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.